Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead pacing impedances. No evidence of oversensed noise. No adverse patient effects were reported. The device remains in service.